Event description:
This is a report from baxter (B)(4) of a colleague infusion pump with a battery issue. It is unknown when the reported condition occurred. It is unknown if there is patient involvement. No patient injury or medical intervention occurred. The software version is currently not known. No additional information is available.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with a damaged battery alarm was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.